Event description:
It was reported that this right ventricular (rv) lead was explanted due to a fracture with elevated out of range impedances. A new lead was implanted successfully. No additional adverse patient effects were reported.